Manufacturer narrative:
Approximate age of device - 6 years, 1 month. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported the patient had experienced potential thrombosis due to the results of the echocardiogram findings and unspecified symptoms. Log file review by the manufacturer's technical services was unremarkable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported thrombus could not be conclusively determined. The instructions for use list thrombosis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was received from the vad coordinator on (B)(6) 2018 indicating that there were no clinical signs of thrombus identified. The patient did exhibit mild heart failure symptoms at the time which were corrected with medical management through an increase in diuretics. Echo was completed (results were not reported) although no vad settings were adjusted. Lactate dehydrogenase values stable at 382 u/l. The patient returned to clinical baseline and same plan of care to continue.